Manufacturer narrative:
Update:(B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information, including the date of manufacturing. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Update - patient was revised on (B)(6) 2012 to address pain and elevated metal ion levels. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.